Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The caller attempted to reset the pump prior to contacting technical support, who then provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump with instructions to call back if any issues reoccurred.